Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain through the chest intermittently and blacks out as a result of pain with episodes of vomiting and abdominal pain even when the stimulation was not turned on. The patient was in the emergency room (ER) and studies have been done particularly, studies of the stomach which showed nothing. It was noted that it was very tender even to light touch just superior to the patient's lead incision site and x-ray revealed that the lead moved up slightly. The physician did not say anything about the pain in the chest, vomiting and abdominal pain being specifically device related but mentioned that the tissue in the area might need more time to heal due to cutting through muscles or soft tissue to get the paddle lead in place and perhaps the symptoms would subside. The physician recommended moving the lead down almost one vertebral level but was not sure if this would help diminish the chest wall pain and relieve symptoms.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain through the chest intermittently and blacks out as a result of pain with episodes of vomiting and abdominal pain even when the stimulation was not turned on. The patient was in the emergency room (ER) and studies have been done particularly, studies of the stomach which showed nothing. It was noted that it was very tender even to light touch just superior to the patient's lead incision site and x-ray revealed that the lead moved up slightly. The physician did not say anything about the pain in the chest, vomiting and abdominal pain being specifically device related but mentioned that the tissue in the area might need more time to heal due to cutting through muscles or soft tissue to get the paddle lead in place and perhaps the symptoms would subside. The physician recommended moving the lead down almost one vertebral level but was not sure if this would help diminish the chest wall pain and relieve symptoms.